Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy procedure, while using the device on a gastric tube, the green button was pushed into the firing mode and the firing could be performed as usual but the knife did not advance at all. A new reload was attached and it was able to be used without problem. There was no patient injury.